Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the reporter came home from work early as the patient was not answering their phone. The reporter found the patient passed out on the bed with blood on their mouth. When the cgm display was checked it was noted that the wearable had failed. A fingerstick was taken and as the blood glucose reading was below 40 mg/dl, the reporter called an ambulance. The paramedics administered intravenous glucose, and the patient was brought to the hospital. At the hospital the patient was diagnosed with a diabetic shock and had a seizure. The patient was treated with metoclopramide. The patient was discharged after spending 6 hours at the hospital. At the time of the report the patient was recovering. Data was provided for investigation but does not reflect the full investigation window. The allegation was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. As previously reported, data does not reflect the full investigation window. The allegation was undetermined via product. The probable cause could not be determined via product.